Event description:
It was reported that when re setting instruments, it was noticed noticed that the impactor is broken in the part that is attached to handle. No patient involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms the bumpers have multiple scratches, burrs and gouges in the plastic. There is also a screw missing from the device. The screw was not returned with the device. The device was manufactured in 2010. The device exhibit signs of significant wear and use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device exhibit signs of significant wear and usage. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that when re setting instruments, it was noticed that the impactor is broken.